Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented for an initial implant of a right ventricular aveir leadless pacemaker (rvlp) on (B)(6) 2025. It was noted that once access to the right ventricle (rv) was attained, the rvlp was noted to be well inside the rv and nowhere near the apex indicating a cardiac perforation. The patient started to tamponade and was subsequently tapped via pericardiocentesis to remove the blood from the pericardial sack. The case was abandoned and the patient was in stable condition.